Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system and map shift issue occurred. It was reported by the caller that the recording system and the carto 3 system both lost body surface ecgs. The caller stated that the issue was resolved when the ocatray interface cable was exchanged. The caller noted that 20 a defective catheter sensor error appeared on the carto 3 system. The octaray cable was reseated and the error message disappeared. After mapping, the clinical account specialist saw a map shift of the fam map compared to the ultrasound sound map. The ablation catheter was inserted and the map shift was confirmed. The octaray catheter was exchanged and then created a new fast anatomical mapping (fam) map. The map shift was resolved. The case continued. There was no patient consequence. On 15-apr-2024, additional information received indicated ECG signal was lost in both the carto® and recording system however, the physician had an anesthesia monitor to monitor the patient¿s heart rhythm. As such, the reported ECG signal loss is not considered to be MDR reportable since the risk to the patient is low. The sensor error is also non-reportable. The map shift issue happened during mapping the left atrium (la) with the octaray. There were no map shift errors on the system. There was metal interference on the octaray, but the metal values went down when the physician moved the catheter. The intracardiac echocardiography (ice) catheter made a different anatomical map than the octaray and the ablation catheter map aligned with the ice catheter map. There was about a 4-6 mm difference in the maps. There was no patient movement. Based on the additional information received on 15-apr-2024, the map shift issue was reassessed as an MDR reportable malfunction.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
During an internal review on 10-jul-2024, noted a correction in the 3500a initial and removed from h6. Medical device problem code ¿electromagnetic interference (a072001).¿ during an internal review on 24-jul-2024, noted a correction to the 3500a initial under the g4. PMA/ 510(k). Therefore, updated this field. The investigation was completed on 14-jul-2024. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system. The caller noted that 20 a defective catheter sensor error appeared on the carto 3 system. The octaray cable was reseated and the error message disappeared. After mapping, the clinical account specialist saw a map shift of the fam map compared to the ultrasound sound map. There was about a 4-6 mm difference in the maps. There was no patient movement. According to the biosense webster inc. Clinical account specialist, the map shift issue was resolved with octaray catheter replacement. Field service engineer was contacted regarding the issue, and he also confirmed that it was related to catheter. An additional investigation was initiated by the manufacturer. The study data was requested for investigation, but no sufficient data was provided. Therefore, the investigation results are based on information provided by clinical account specialist and field service engineer. It is concluded the issue was related to the catheter but not the carto 3 system. The complaint history of the system was reviewed and no more similar problems were found since the issue occurred. The system is ready for use. A manufacturing record evaluation was performed for the carto 3 system # 13063, and no internal actions related to the reported complaint condition were identified. Explanation of codes: investigation findings: dust or dirt problem identified (c1502) / investigation conclusions: cause not established (d15) / component code: part/component/sub-assembly term not applicable (g07001) were selected as related to the customer¿s reported ¿defective catheter sensor error¿. Investigation findings: no device problem found (c19) / investigation conclusions: cause traced to non-device related factors (d10) / component code: catheter (g04023) were selected as related to the customer¿s reported ¿map shift¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).